Event description:
It was reported that the pt experienced withdrawal symptoms including loss of therapeutic effect beginning approx a week before the report. The pt also reported hearing the pump alarm beginning at the same time. Telemetry confirmed a critical alarm was sounding due to a motor stall. The pt was being supplemented with oral morphine. No pt outcome was reported. Add'l info has been requested from the hcp, but was not avail as of the date of this report. A f/u report will be sent if add'l info is received.